Event description:
It was reported that "staples were found jamming during use on the patient". No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This could prevent the staples from firing properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, it is unlikely that this issue was present at the time of manufacturing. It could not be determined how or when the cover block partially detached from the trigger. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that "staples were found jamming during use on the patient". No report of patient harm or injury. The patient status is reported as "fine".